Manufacturer narrative:
Submit date: 8/24/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states their initial investigation reveals what appears to be a staple in the rubber plunger which rusted in the solution they added, turning it a rust color.

Manufacturer narrative:
The reported condition was not confirmed. A picture was submitted for evaluation. The photographs demonstrate that a coloured solution was present however the pictures were inconclusive in helping to determine root cause. The device history record (DHR) file was reviewed indicating that product was released meets all quality standard requirements. The syringe is manufactured by an external supplier and the assembly process at this site consists in a pick and place operation in a tray. The condition reported is not generated during the manufacturing process. A complaint notification was sent to the supplier to initiate the investigation of root cause under notification. The supplier¿s response states staples are not used in the manufacturing process. Rubber tips are manufactured by an approved supplier. Tips are inspected to ensure incoming quality levels are attained. Based on available information, a supplier corrective action request (scar) will not be issued to the rubber tip supplier. If samples are received, the scar may be re-opened and the investigation continued. Formal investigation action being taken to address this reported condition. As a preventive action the personnel in charge of the machine at the assembly line in the site was notified about the incident. The condition reported by our customer is not generated during the assembly manufacturing process. The complaint notification was sent to our supplier for trending purpose. If information is provided in the future, a supplemental report will be issued.